Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record has been requested. G6 h3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4, h6: a device history record (DHR) review was conducted: the DHR of product code 283913000, lot 262762, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on november 27th, 2019. Qty.(B)(4). H11 corrected data: b5: corrected event description. G4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is april 17, 2020.  D11: there is no concomitant device involved in this event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corrected event description: device report from synthes reports an event in portugal as follows: it was reported that on (B)(6) 2020, during a spine augumentation procedure, the confidence pump was dripping water when the surgeon was pushing it. The procedure was successfully completed with an unspecified amount of surgical delay. The patient outcome was unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Reporter is company representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an unknown date that the confidence pump was dripping waster when the surgeon was pushing it. There were no fragments generated. The procedure was completed, and delay time was unknown. The patient outcome was unknown. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).